Event description:
I am type one diabetic for (B)(6) years. I have been using medtronic insulin pump since the 1990's. My aic averages 5.6 - 6.6. I test my blood sugar 6 - 10 times daily. I work hard to maintain good control. About 6 weeks ago, medtronic switched my insulin pump inserter from sof-set ref mmt-325 to quick set mmt-399. Since that time, I have experienced four episodes of unexplained high blood sugars, which caused vomiting, dry heaves, feeling faint, aching all over and heart palpitations. (I don't remember feeling this way before). I called medtronic and tested the alarm system on my pump and changed the site. The I needed bed rest until my blood sugar began to come down. I have met with a rep from medtronic and been instructed on how to use the new device. The problem has still occurred. Today, I described the problem to my endocrinologist. He reported that he had another pt who had been hospitalized with high blood sugars which they attributed to the new insertion device. I now carry insulin syringe and an insulin with me at all times.